Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps have experienced problems with secondary infusions during therapy (medication, dose, programmed amount and delivery rate unknown). The customer also reported that they have been infusing doses of fluids as a secondary at a rate of 999ml/hour without knowing that secondary infusion rates over 300ml/hour require the primary line to be clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.